Manufacturer narrative:
In MFR report ref#: 1823260-2023-01897-00, h10 - addtl mfg narrative should have been: "the field service engineer (fse) inspected the analyzer and performed instrument checks which failed. He found the blank cell and the folate calibration were running high. He performed a blank cell calibration and the instrument checks passed. The customer performed calibrations and qcs for all assays and the values were within specifications." The investigation reviewed the qc and noted that around the date of the event, the qc level 3 was high. The investigation reviewed the alarm trace prior to the event and noted that it contained multiple abnormal aspiration alarms, close to the time the patient sample was processed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the blank cell cal was running high. He then performed a blank cell calibration. A calibration was performed and the result was high. Ran ic and it failed due to high bch. Ran blank cell cal, then ic again. Ic passed. The customer then ran cal and qc on all assays, and those values were within their spec .

Event description:
The initial reporter received questionable elecsys folate iii assay results from an unspecified number of patient samples tested on the cobas e 801 analytical unit. The reporter stated the folate results were recovering higher on the analyzer and that service had already checked the analyzer. They performed a new lot calibration but the issue was not resolved. The reporter was able to provide two examples of questionable results. The initial results were not reported outside of the laboratory as the reporter was trying to verify if the issue was resolved. The reporter noted that the result was high which prompted the rerun of the patient sample on their c503. Patient 1. The initial result from the analyzer was >40 ng/ml with a data flag. The repeat result from the c503 was 31 ng/ml. Patient 2. The initial result from the analyzer was >40 ng/ml with a data flag. The repeat result from the c503 was 14 ng/ml. The repeat results were deemed correct.  The reagent lot number is 652542. The expiration date was requested but not provided.